Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper seals were intact, however the rear housing is damaged (upper right edge), and the remote dose connector screw is missing. A review of the event history log was unable to be completed because the device experienced an lec 1270 alarm upon startup. The reported event was confirmed and replicated, as when the device was started it alarmed lec 1270 which is an issue with the main board. The main board was replaced to resolve the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the patient claims the pump goes into alarm. The pump gives an unspecified error during use. There was no patient injury reported.